Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The manufacturing representative called for recommendation related to partial lead fragment remaining in patient. Representative had no patient information. Representative just received email question from doctor. Representative would call back if they got more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was placed and removed several years prior by another provider. A post-operative x-ray remote from surgery was obtained for back pain and revealed retained lead fragment. The lead fragment was observed post-op. No troubleshooting/diagnostics were performed; it was decided on expectant management. It was noted the cause of the lead fragment remain in the patient was not determined and it had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review of the file determined that (B)(4) should have been included in the report. If information is provided in the future, a supplemental report will be issued.